Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer provided a blood glucose (bg) of 226 mg/dl. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Customer acknowledged. Upon follow up, the customer indicated that the battery depletion rate was within normal parameters and declined further assistance from tandem technical support.